Event description:
The customer reported that the battery was beeping but still had one hour of use left. There wsa no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.